Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:43:46. During night drain cycle two, the patient's ultrafiltration reading was 1858ml, indicating the home patient (hp) drained 1858ml more than their maximum programmed fill volume of 2000ml..no additional information is available.